Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with pocket erosion. No drainage was noted. The system was explanted and a temporary system was placed on (B)(6) 2021. Post-procedure the patient was recovering.